Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field rep that the front panels of a quantity of three (3) iw934afe cosycot infant warmers had cracked. It was further reported that they used surfanios to clean the infant warmers. This was noticed after using on pts. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Add'l MFR narrative: the complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint devices and have completed our investigation.